Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred with the use of an unspecified device. Using a radial access the graftmaster stent delivery system (sds) was advanced but after repeated attempts, the graftmaster could not cross the area. A different graftmaster was used and successfully treated the vessel. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported failure to cross, hemorrhage and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.